Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor glucose vs blood glucose large differentials. Customer advised they calibrated in the morning and a couple hours after. However, the device did not show that they had calibrated. Customer's blood glucose was 200 mg/dl. Customer's sensor glucose level was 65 mg/dl. Troubleshooting for sensor glucose and blood glucose was performed. Customer advised when they took out the sensor they realized that the cannula was bent. Troubleshooting for unexpected re-initialization was performed. Customer was advised that the insulin pump may have went through a re-initialization.